Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited low out of range right ventricular (rv) lead pacing impedance measurement, measuring less than 450 ohms. Additionally, there was far-field oversensing of the rv signal on the right atrial (ra) channel as well as inappropriate storage of ventricular tachycardia (vt) episodes due to oversensing of noise on the rv lead. Technical services (ts) was consulted and provided the health care professional (hcp) with troubleshooting and programming options. The plan is to discuss the findings with the physician. At this time, the pacemaker has been explanted at a surgical intervention and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited low out of range right ventricular (rv) lead pacing impedance measurement, measuring less than 450 ohms. Additionally, there was far-field oversensing of the rv signal on the right atrial (ra) channel as well as inappropriate storage of ventricular tachycardia (vt) episodes due to oversensing of noise on the rv lead. Technical services (ts) was consulted and provided the health care professional (hcp) with troubleshooting and programming options. The plan is to discuss the findings with the physician. At this time, the pacemaker has been explanted at a surgical intervention and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited low out of range right ventricular (rv) lead pacing impedance measurement, measuring less than 450 ohms. Additionally, there was far-field oversensing of the rv signal on the right atrial (ra) channel as well as inappropriate storage of ventricular tachycardia (vt) episodes due to oversensing of noise on the rv lead. Technical services (ts) was consulted and provided the health care professional (hcp) with troubleshooting and programming options. The plan is to discuss the findings with the physician. At this time, the pacemaker system remains in service. No adverse patient effects were reported.